Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/location, present/uncut with; damaged anvil / anvil shroud, no; damaged guide face, no; damaged knife, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, none and tissue present/describe, donut on anvil. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar / anvil fit, good. Analysis conclusion: based on the info received and the visual and functional results, it appears as if the instrument was not fired through a complete firing stroke. This is evidenced by the breakaway washer being returned uncut but with a slight indentation around the entire circumference. It should be noted that to ensure the instrument has been fired thorugh the complete firing stroke, the trigger must be fully actuated. A tactile feedback will be felt when the breakaway washer has been fully cut. This will ensure proper formation of the staples and a complete cut of the tissue. The instrument was reloaded and fired. It fired and formed all the staples as designed around the entire staple ring. There was also an acceptable cut on the test medka and the breakaway washer. There were no anomalies noted with the activation of the knife. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a hemicolectomy. It was reported when firing the ecs33 the staples were delivered in creating the anastomosis, however, the knife blade did not activate and did not cut the tissue. There was no consequence to the pt.